Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 844598) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), dry eye ("dry eyes"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), back pain ("lumbar pain / back pain /"), arthralgia ("shoulder pain / knee pain / wrist pain"), bone pain ("tibia pain"), pain in extremity ("foot pain / hand pain"), abdominal pain ("abdominal pain"), deafness ("hearing loss"), dysphonia ("hoarse voice"), oropharyngeal discomfort ("throat discomfort"), respiratory disorder ("respiratory discomfort"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), visual impairment ("decreased vision"), nausea ("morning nausea"), abdominal pain upper ("stomach ache"), hyperchlorhydria ("hyperacidity"), gingivitis ("gingivitis") and pruritus ("itchy hands / itchy feet / itchy head / itchy neck") and was found to have fibroma ("fibroma"), 5 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fatigue, dry eye, cognitive disorder, sleep disorder, myalgia, back pain, arthralgia, bone pain, pain in extremity, abdominal pain, deafness, dysphonia, oropharyngeal discomfort, respiratory disorder, chronic obstructive pulmonary disease, visual impairment, nausea, abdominal pain upper, hyperchlorhydria, fibroma, gingivitis and pruritus had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, bone pain, chronic obstructive pulmonary disease, cognitive disorder, deafness, dry eye, dysphonia, fatigue, fibroma, gingivitis, hyperchlorhydria, myalgia, nausea, oropharyngeal discomfort, pain in extremity, pelvic pain, pruritus, respiratory disorder, sleep disorder and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 844598) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), dry eye ("dry eyes"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), myalgia ("muscle pain"), back pain ("lumbar pain / back pain /"), arthralgia ("shoulder pain / knee pain / wrist pain"), bone pain ("tibia pain"), pain in extremity ("foot pain / hand pain"), abdominal pain ("abdominal pain"), deafness ("hearing loss"), dysphonia ("hoarse voice"), oropharyngeal discomfort ("throat discomfort"), respiratory disorder ("respiratory discomfort"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), visual impairment ("decreased vision"), nausea ("morning nausea"), abdominal pain upper ("stomach ache"), hyperchlorhydria ("hyperacidity"), gingivitis ("gingivitis") and pruritus ("itchy hands / itchy feet / itchy head / itchy neck") and was found to have fibroma ("fibroma"), 5 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fatigue, dry eye, cognitive disorder, sleep disorder, myalgia, back pain, arthralgia, bone pain, pain in extremity, abdominal pain, deafness, dysphonia, oropharyngeal discomfort, respiratory disorder, chronic obstructive pulmonary disease, visual impairment, nausea, abdominal pain upper, hyperchlorhydria, fibroma, gingivitis and pruritus had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, bone pain, chronic obstructive pulmonary disease, cognitive disorder, deafness, dry eye, dysphonia, fatigue, fibroma, gingivitis, hyperchlorhydria, myalgia, nausea, oropharyngeal discomfort, pain in extremity, pelvic pain, pruritus, respiratory disorder, sleep disorder and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.